Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated an replace battery alarm. The blood glucose was 155 mg/dl which is within of the acceptable range. Troubleshooting indicated that battery alert was the first occurrence. Customer was advised to change the battery and post battery change the issue was resolved. No harm requiring medical intervention was reported. The product will not be returned.